Manufacturer narrative:
H2: additional information: h6: medical device problem code. H3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture material or either anchor. The proximal end of the insertion device shaft is twisted and bent. There is biological debris on the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause for break could not be determined since the reported malfunction could not be duplicated during the investigation, as the anchor was not returned for evaluation. The root cause for material bent has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4) .

Event description:
It was reported that during a shoulder cuff repair, the footprint anchor broke and deformed. The broken pieces were removed from the patient. The procedure was completed using a smith and nephew backup device; however, it is unknown if there was a delay. No further complications were reported.